Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing pectoral stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. After user download, normal device function resumed. The patient was doing well post event and would continue to be monitored.